Event description:
Boston scientific (bsc) crm received info that this right ventricular dextrus lead was removed from service five days post implant, due to a perforation. A new lead was implanted, and there were no pt complications reported.